Event description:
It was reported that the device was used during a robotic assisted operative laparoscopy procedure. The surgeon inserts lap tape for oozing. When removing the tape from the trocar, it was noticed that a black rubber component fell into the patient. It was at the end of the case. The component was retrieved and the case was completed. There was no adverse consequent to the patient. Account will not release the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the sales rep visually inspected the trocar and noticed that a lower black flap was ripped out of the universal seal.